Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument broke during an unknown event. No known adverse event was reported. Attempts have been made and no further information has been provided.

Event description:
No additional event information to report.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasp exhibits signs of repeated use and has post feature fractured off. All pieces were returned. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause could not be determined with information available as frequency of use is unknown and condition of use is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.